Event description:
It was reported that the patient was rushed to hospital with acute cardiac heart failure. Patient was placed on respirator. There was no brain activity after four days of unconsciousness. Respirator was discontinued. The patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.